Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the devices are non mentor. Since this record is related to a non-mentor product; there are neither deficiencies alleged nor patient injuries related to mentor products. Therefore no further investigation is required. As a result, we are closing this investigation. (B)(6)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Concomitant medical products: unspecified gel mentor breast implant facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision surgery with an unknown brand of gel breast implants in 2001 reports being diagnosed with left breast cancer on (B)(6)2019. An ultrasound, 2nd mammogram, and biopsy took place to confirm the diagnosis of invasive infiltrating ductile carcinoma, stage 1b. As a result, the patient will need to have surgery to remove the device. As of now, a date for the surgery has not been scheduled. The brand of implants are unknown as the patient¿s doctor believes the implants are allergan. Mentor was not provided medical records or a confirmed diagnosis of cancer from a doctor as of now. The patient reported capsular contracture and rupture of the left breast implant.